Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on how to reset pump, successfully reset it without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if problem returned.